Manufacturer narrative:
G4:25jan2021 b4:(B)(6)2021 it was reported that he issue was found during preventive maintenance. It was noted the nav- ring is not working however, the biomed reports that setting changes can still be made via the touchscreen therefore the original submission MFR. Report no longer meets the criteria for a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 oct 2020.

Event description:
The biomed reported the nav (navigation) ring was not working. The biomed identified nav ring issues during preventive maintenance (pm) and confirmed the setting changes can be made via the touch screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The manufacture field service engineer visited customer site and replaced the front bezel to resolve the reported issue and the system fully meets specification and returned to use.